Event description:
It was reported that when inserting the sheath into the groin. Pulse field ablation (pfa) procedure a faradrive was selected for use, after the faradrive sheath with the dilator attached was slightly inserted into the body, air aspiration was performed, but air was continuously drawn in. An anomaly with the valve was suspected and air leak occurred. Air was drawn in continuously, possibly due to the valve. Approximately 10cc of volume. Vcc dilator. Completed with another of same device. No patient complications were reported. No air in patient. Device not expected to be returned as it was discarded at the facility.